Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the hospital with limited information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately one week after device replacement procedure. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Additional information received from the physician reported the cause of death as: stroke, right middle cerebral artery cerebrovascular accident. The patient was found disoriented at the assisted living, was brought to the emergency room and found to have a middle cerebral artery stroke. The device was interrogated post admission and found to have normal function. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
No eval explain code.